Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information, from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown. Therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: sanz-ruiz p, matas-diez ja, villanueva-martínez m, fernández-fernández t, prats-peinado l, vaquero j. How to remove a well-fixed metaphyseal sleeve in revision knee arthroplasty: a step-by-step surgical procedure. Knee. 2023 dec 6;46:52-61. Doi: 10.1016/j.knee.2023.11.008. Epub ahead of print. Pmid: 38061165. Objective and methods: authors examined the outcomes of revising 23 well-integrated revision metaphyseal sleeves from 12 patients (11 tibial and 12 femoral) using a systematized approach. Authors provided within a table the pre-op diagnosis for why the knees were being revised (necessitating sleeve removal) and what depuy system (tc3, noiles, or attune revision) was being revised. Patients were identified by case number, age and gender demographics, as well as noting pre- and post-op sleeve revision range-of-motion (rom), knee society clinical scores (kscs) and knee society functional scores (ksfc). Results: all sleeves were extracted without any intraoperative complications. Four subjects required an osteotomy to complete the extraction, while 62% of the sample were found to have an aori iib defect. All cases were successfully reconstructed with a new metaphyseal fixation, implanting a new sleeve in 38% of subjects, compared with placement of cones in the remaining 62%. Conclusions: the authors¿ technique produced successful, reproducible outcomes for the removal of integrated metaphyseal sleeves with minimal bone loss and no intraoperative complications. Demographics/system/diagnosis: 4 m 64 attune revision mcl rupture (instability) 5 m 60 attune revision instability this pc is linked to: pc-(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: sanz-ruiz p, matas-diez ja, villanueva-martínez m, fernández-fernández t, prats-peinado l, vaquero j. How to remove a well-fixed metaphyseal sleeve in revision knee arthroplasty: a step-by-step surgical procedure. Knee. 2023 dec 6;46:52-61. Doi: 10.1016/j.knee.2023.11.008. Epub ahead of print. Pmid: 38061165.